Event description:
Medtronic received information that an axium coil prematurely detached. The patient was being treated for a neurovascular abnormality. It was no in the eloquent region. Patient blood flow was normal and vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU).  While the coil was being deployed on the arteriovenous fistula (avf) lesion, it was detached in advance and pushed into the microcatheter. The coil was implanted at the intended location and remain in the patient. No surgical or medical intervention was required. The pushwire was not bent or broken. There was no friction or difficulty during deployment. The physician did not reposition the coil. They did not attempt to detach the coil. They did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. No symptoms were reported. Ancillary devices: sl10 microcatheter additional information received reported the event involved two different axium coils with the same lot number.

Manufacturer narrative:
Event related to regulatory report: 2029214-2022-00446. If information is provided in the future, a supplemental report will be issued.